Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a scuba co-cr peripheral bare metal stent to treat a lesion in the iliac artery that exhibited 70% stenosis, moderate calcification and slight tortuosity. The lesion was pre-dilated once by pressure of 12atm, 2mins, 65% stenosis remained after pre-dilatation. The device was inspected prior to use with no issues noted. No resistance noted between the scuba device and other devices used in the procedure or during delivery of the device to the lesion. During the surgery, the stent dislodged from balloon when the physician was advancing to the lesion and then deployed the stent in situ in the iliac artery. The dislodged stent partially covered the target lesion, the physician plans to perform a second surgery to treat the lesion. The physician determined the reason of the event is a product defect. No patient injury occurred and current status of patient is stable. Please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary) . This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions